Manufacturer narrative:
The insulin pump was received with unexpected alarm after battery change due to faulty connector on interface board. The insulin pump passed the operating currents measurement, self-test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump excessively alarmed unexpected restart during normal use. The customer's blood glucose reading was unknown at the time of incident. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.